Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. Pump was returned for evaluation. No evidence of failure observed on pump. Pump ran in bucket of water for approximately 12 minutes and was unable to reproduce pump stop failure. Data logs were reviewed and it was noted that a long bag change, cassette change, and de-air procedure occurred over an hour time period which resulted in an increased purge pressure once completed. A gradual increase in purge was observed after and resulted in high purge pressure alarms which a cassette change did not resolve. No pump stop alarm was noted on logs. The root cause of the pump stop was most likely due to high purge pressure caused by use with a bag change that lasted over 2 minutes allowing blood to enter and occlude the purge gap.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a male patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during support, there was a pump stop leading to the pump being explanted. There was no reported patient harm.